Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Once or twice head have come off- oral b power care [device breakage] heads are working loose- oral b power care [device physical property issue] I wonder if they are genuine- oral b power care refills [suspected counterfeit product] there were no symptoms [no adverse event. Case narrative: consumer called and stated that recently the heads are working loose and once or twice they have come off from toothbrush. No injury was reported.